Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the event.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to resection of scar tissue. The tibial bearing was removed and replaced.